Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent a procedure for a trial scs sys on (B)(6) 2014. It was reported the physician was unable to implant the lead due to pt anatomy and the procedure was abandoned.